Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this ra (right atrial) lead exhibited infection with sepsis. A revision was performed and the ra (right atrial) was explanted. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported.